Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The complaint could not be confirmed relative to the reported condition. The returned trigger was unable to be attached to the mdu due to the unraveled condition of the interior drive cable, but the main housing operated as intended when tested with a known good trigger; and the blade rotated and advanced as intended on the first attempt without issue.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2011-01146. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device would not rotate and failed to advance. Another like device was used to complete the procedure with no adverse patient consequences.